Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file. The reported event of the controller clock not being set was confirmed via the log files. The system controller, serial number: (B)(6), event log file was reviewed, and relevant timestamps spanned approximately 2 days (07:46:37 on 18apr2000 to 03:44:24 on 20apr2000) prior to the clock being set to 24jun2025. From the beginning of the log file until the clock was set on 14:08:19 24 jun2024, a controller clock corrupt alarm was active. After the clock was set, the timestamps spanned approximately 3 hours (14:08:19 to 17:27:11 on 24jun2025). Throughout the entirety of the log file, a driveline power fault alarm was active, associated with a power b open fault. There was no resolution of this alarm within the log file. The pump maintained a speed within the expected range throughout the log file. The root cause of the reported events could not be conclusively determined during this analysis. The relevant sections of the device history records for the heartmate 3 system controller, serial number: (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The heartmate 3 lvas instructions for use section 3 entitled ¿powering the system¿ and the heartmate 3 patient handbook section 3 entitled ¿powering the system¿ cautions the user to always have at least one system controller power cable must be connected to a power source (either the mobile power unit or two heartmate 14 volt lithium-ion batteries) at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. The heartmate 3 lvas instructions for use section 7 entitled ¿alarms and troubleshooting¿ and the heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, driveline power fault, and no external power alarms. The heartmate 3 lvas IFU section 8 entitled ¿equipment storage and care¿ and the heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ address how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with a driveline power fault. The modular cable and system controller were exchanged, which resolved the alarm.

Manufacturer narrative:
Corrected data: "the patient had undergone a system controller exchange on 13jun2025 from (B)(6) to (B)(6)" included in b5 of MDR. (Covered in MFR# 2916596-2025-05635) no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had undergone a system controller exchange on (B)(6) 2025 from (B)(6) to (B)(6). The intention of the controller exchange (B)(6) was to solve the driveline power fault by exchanging the modular cable. This exchange was done with a new controller to provide the patient with a 1.7 software version of the controller. The patient did not experience any adverse effect as a result of the exchange. The controller was to be returned. Further review of the controller and lvad log files revealed corrupt timestamps indicative of a complete loss of external power as well as full depletion of the ebb, which would have caused the pump to stop.